Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer was trying to take a bolus to cover his lunch, but he kept receiving a no delivery and then he received a motor error. Customer noticed that the motor was a bit weaker. Customer stated that he normally works out the no delivery alarms. Customer works on a farm and bumps or drops the pump every now and then. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was hospitalized for high blood glucose levels last monday. Customer declined troubleshooting since the pump is being replaced. Customer was hospitalized for diabetic ketoacidosis, but did not feel like it was an issue with the set. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.